Manufacturer narrative:
(B)(4). Batch # n53927. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic resection and colorectal anastomosis procedure, the device was fired and everything felt fine, the surgeon heard and felt a crunch and fired plastic to plastic, but then saw the device cut but did not staple. No staples were released at all. There were two full donuts of tissue from the device. The surgeon laparoscopically hand sewed the defects and used another like device to complete the anastomosis. The second device was fired by the same surgeon the exact same way, and worked fine. There were no adverse patient consequences.